Event description:
This case reported by a health care professional, concerns a female pt with a history of progressive systemic sclerosis (pss) with skin manifestations limited to the right side of the body and a history of possible lung involvement, but no history of raynaud's phenomenon or renal involvement. In 2006, she had a normal ECG and underwent for first extracorporeal photophereseis (ecp) treatment for pss. During the procedure, blood pressures were monitored and were normal (120/65). At the end of the final reinfusion, after the pt was disconnected from the instrument, she reported acute chest pain, with a feeling of constriction associated with hot face and difficulty in breathing. There was no complaint of dysgeusia. Clinical observations revealed face and neck flushing, dyspnea and a blood pressure of 180/100 mmhg. Oxygen was administered. An ECG performed during the episode of chest pain was within normal limits. The chest pain spontaneously remitted after 15 to 20 minutes. Thereafter, the pt reported to feeling cold, with shivers for few minutes (body temperature 36.5 c). The physician's examination was normal. She was admitted to the hospital overnight, where an ECG the morning after admission and cardiac enzymes during the episode and the following morning were within normal limits. There is no history of coronary artery disease or cardiac risk factors. There is no history of peptic ulcer disease or dyspepsia. No further ecp treatments are planned.

Manufacturer narrative:
Therapy was uneventful. Devices performed normally. This event was reported because it occurred immediately after the therapy.